Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The implant date is estimated to be (B)(6) 2016.

Event description:
This report is related to a (B)(6) patient. It was reported the patient was diagnosed with an infection at their ipg site. In turn, the patient's physician decided to explanted the patient's scs system. The infection resolved over time with antibiotic treatment.

Manufacturer narrative:
The reported event for infection at the ipg site cannot be confirmed through product analysis testing. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. A packaging and sterility review of batch production records showed no nonconformances recorded.